Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(6). Concomitant medical product: zimmer persona knee system, cat#: 42527000707, lot#: 62796252. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04824.

Event description:
It was reported that the device had fractured, both top and bottom sides. All pieces were removed. No adverse events have been reported as a result of the malfunction.